Event description:
It was found through obituary that the patient had passed away at his residence. No further relevant information has been received to date. The suspect product has not been received to date.